Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon alleged a 2mm inaccuracy while navigating on the patient's left side. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Suspect electromagnetic axiem emitter (i.e.field generator) was returned and evaluated by the manufacturer: the field generator was connected to a test system within the ent software application. Verification, tracking, and accuracy with the emitter was normal. Tester was able to navigate the entire phantom head model. The emitter was connected to a test system with the cranial software application. The emitter passed the pegboard accuracy test. Flexing the cable did not indicate any intermittent opens. The cable is being scrapped because the serial number is outdated. Emitter found to be fully functional. Unable to confirm complaint. No further issues have been reported since the emitter was replaced on the system in the field.

Manufacturer narrative:
RMA issued. Replacement field generator shipped to site (B)(4) 2013. Medtronic representative following-up at site reported the replacement of emitter has corrected the issue. Investigation of returned suspect device has not been completed at time of this report.